Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed data in the date range from (B)(4) 2013. Multiple "power on resets" was noted in the black box history on (B)(4) 2013. A leak test indicated a leak around the seal of the pump display. No damage, moisture or contamination was found inside battery compartment. A test battery cap was used for testing purposes with no power issues. No intermittent conditions were noted when the pump cover was removed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump would not power on after being exposed to water. The reporter noted evidence of moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.